Event description:
The following was reported to gore from a retrospective study. On (B)(6) 2019, the patient underwent endovascular treatment for a degenerative juxtarenal aneurysm in the abdominal aorta. As abdominal aortic stent graft a cook t branch graft was used as main body and the superior mesenteric artery, the right and left renal arteries were incorporated in the branched endograft with each of a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device). In the right renal artery in addition an abbott omnilink stent was implanted and in the celiac trunk only a bard covera. Also, other abdominal aortic stent graft components were used (cook unibody; cook zisl). Heparin was used during the procedure. The devices were implanted successfully and were patent at the end of the procedure. On (B)(6) 2020, a right renal artery occlusion occurred. On (B)(6) 2020, it was stated that the right kidney function was 13% of total. There was a long-standing occlusion of unknown cause of the right renal artery and therefore no indication for reintervention. The patient was in chronic renal failure. On (B)(6) 2020, the patient deceased of an unknown cause. As primary relationship ¿not related¿ was mentioned. The physician stated that this happened 9 month after renal stent occlusion, the renal function was stable and he assessed that the patient death is not related to the vbx stent occlusion.

Manufacturer narrative:
B5: further information was received and implemented in the updated event description h6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. As the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. The physician stated that the cause for the occlusion is unknown and that the death of the patient is not related to the vbx-device occlusion. In the IFU for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events potential clinical and device adverse events possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel transient or permanent renal failure.

Event description:
The following was reported to gore from a retrospective study. On (B)(6) 2019, the patient underwent endovascular treatment for a degenerative juxtarenal aneurysm in the abdominal aorta. As abdominal aortic stent graft a cook t branch graft was used as main body and the superior mesenteric artery, the right and left renal arteries were incorporated in the branched endograft with each of a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device). In the right renal artery in addition an abbott omnilink stent was implanted and in the celiac trunk only a bard covera. Also, other abdominal aortic stent graft components were used (cook unibody; cook zisl). Heparin was used during the procedure. The devices were implanted successfully and were patent at the end of the procedure. On (B)(6) 2020, a right renal artery occlusion of the vbx-device occurred which required no treatment. The issue was still ongoing and not recovered / resolved. On (B)(6) 2020, the patient deceased of an unknown cause. As primary relationship ¿not related¿ was mentioned.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. A product history review is being performed. Further information was requested from the hospital, but was not provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.